Event description:
Xx28752,329497,31294817. The clerk of xx pharmacy called to report that the customer had used needles for many years. Recently, the customer bought a pack of 28 needles at the pharmacy. Before the injection, the customer found that the newly installed needles were clogged and the insulin can not flow out. The exact incident date is unclear. A total of 7 needles were clogged, of which 5 needles npe were bent, 2 needles npe were not bent after inspection. Material code is 329497, lot number is 3129481. The customer requested to exchange 7 new needles. There were no photos and the pharmacy clerk wants sales manager to contact them to mail samples. Customer response is needed by phone call. Sample availability: yes sample availability details: physical sample available only.

Manufacturer narrative:
Correction to: h6 (component code, investigation findings, and investigation conclusions) investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent cannula and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.